Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported went to remove the port needle and would not easily retract. Had to use more force than usual. Sounds like we are having issues with the needle retracting. There was no patient harm, injury, complication or negative outcome.